Event description:
The patient experienced asystole and the health care professional inquired whether the asystole was recorded by the device. The device check indicated normal impedances, thresholds, and sensing. Nothing new was recorded. The patient is in chronic atrial fibrillation (af) so the device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead 2008-(B)(6). (B)(4).